Manufacturer narrative:
Country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient with an indication of primary osteoporosis due to compression in need of l1 balloon kyphoplasty (bkp) procedure used in spinal therapy. It was reported that when an attempt was made to make balloon on one side get through osteo introducer (cannula), but the balloon stopped near the entrance and could not be inserted. There was a suspicion that bone remained inside the osteo introducer, so the doctor made drill pass though the osteo introducer and washed the introducer with saline, but the balloon could not pass through. The balloon cover was removed just before passing through the introducer. There was a delay of less than of 60 mins in overall procedure time reported. There were no patient symptoms reported. There were no fragments in the patient reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Device evaluation summary: the ibt stylet was not returned. No problems were found in the cannula. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient with an indication of primary osteoporosis due to compression in need of l1 balloon kyphoplasty (bkp) procedure used in spinal therapy. It was reported that when an attempt was made to make balloon on one side get through osteo introducer (cannula), but the balloon stopped near the entrance and could not be inserted. There was a suspicion that bone remained inside the osteo introducer, so the doctor made drill pass though the osteo introducer and washed the introducer with saline, but the balloon could not pass through. The balloon cover was removed just before passing through the introducer. There was a delay of less than of 60 mins in overall procedure time reported. There were no patient symptoms reported. There were no fragments in the patient reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Additional information: h3, h6 h3. Device evaluation summary: visual inspection did not reveal any damage to the returned ibt and cannula. The ibt appears to have been inflated. Functional inspection confirmed the ibt would not pass through the cannula very well in its current state. Unable to determine root cause of issue during the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.